Manufacturer narrative:
Additional information received indicated that a 56 year old male patient undergone a left retrosigmoid craniotomy for microvascular decompression of the trigeminal nerve. The patient was positioned supine with the head turned to the right. Aside from rotation of the entire bed to which the mayfield headholder was fixed and the patient secured, there was no repositioning of the patient. The device was used for two (2) hours before the event occurred and a brainlab cranial kolibri with curve arrays was also used during the procedure. 60 pounds of pressure was applied. There was a superficial three (3) inch abrasion at the right posterior parietal or occipital region of the patient's head. A 30 minutes surgery delay was noted as the patient's head was held while the wound was sutured, the drapes were removed, and the patient was repinned in another device. The drapes were replaced and the surgery resumed. The patient¿s head was supported and the mayfield infinity headclamp, mayfield table attachment, swivel adaptor, 6 inch transitional member, neurogen adaptor and mayfield metal disposable adult pins were removed and replaced another system of the same type. There were no long term complications. Patient's superficial lacerations were noted to be healing well at the most recent postoperative visit.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
5 of 5 reports. Other mfg report numbers: 3004608878-2020-00716; 3004608878-2020-00717; 3004608878-2020-00718; 3004608878-2020-00719. A facility reported the patient slipped from the mayfield infinity skull clamp during an unspecified neurosurgery, and had a small laceration on the head that did not require surgical repair. There was no known surgery delay. Additional information has been requested.